Event description:
It was reported that outside of surgery the dermatome did not work no matter how long the lever was pressed. There was no patient involvement with no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation it was noted the motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable; however, the repair was not completed because the device will be scrapped per the customer request. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.